Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard pnk 20ga x 1.16in needle retraction failed it was reported by customer that the needle is not safeting that the needle of iag has not retracted. The needle is not safeting and they have now had more than 10 incidents.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle would not retract could not be confirmed from the returned 20ga insyte autoguard needle from lot: 4261370. Two needles were received fully retracted. A functional test was completed in an attempt to recreate the reported issue, each needle fully retracted without any problems. A trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.